Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 140 mg/dl and 60 mg/dl. The patient performed another meter comparison at an unknown time within 15 minutes: 100 mg/dl and 200 mg/dl. The patient experienced hypoglycemia and hyperglycemia.